Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat a moderately calcified lesion in the mid sfa. The vessel was moderately tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 7 fr non-medtronic sheath and a non-medtronic guidewire. The physician felt moderate resistance when withdrawing the hawkone and when it was removed from the sheath it was found the tip was detached at the hinge pin. Another hawkone was attempted, however the same issue reoccurred, i.e. The tip for the second hawkone was also detached at the hinge pin. The procedure was completed using balloon angioplasty. No patient injury was reported.